Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that device has a burning smell. Additionally, the patient alleges sinus and respiratory issues. The patient also alleges chest pain. Due to clinical expert decision, this report will now be filed as an adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "both", outcomes attributed to ae changed to "hospitalization", and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that device has a burning smell. Additionally, the patient alleges sinus issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information that the patient alleged burning smell, sinus issue, respiratory issue and chest pain. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: observed an unknown dust-like contaminant on the front panel, top enclosure, rear panel, and bottom enclosure. An unknown reddish mark is observed on the bottom enclosure. An unknown dust-like contamination is observed on the interior of the top enclosure. A whitish dust-like contamination is observed on the blower motor. A very slight mark of liquid ingress was seen on the bottom of the blower motor. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. Pil is unable to confirm the complaint of a burning smell. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.